Manufacturer narrative:
The tm reverse surgical technique states: for cases where impaction of the liner is not desired, an alternative instrument has been designed to force the liner into the stem. The liner inserter converts rotational forces to the liner, forcing the liner lock without impaction. Additionally, in january 2015 the design of locking mechanism of the liner was redesigned to reduce the amount of force needed to seat the liners. The liner in this complaint was produced prior to the design change. Cause cannot be definitively determined. As returned the liner is in good condition. There are witness marks on the liners cut out for the anti-rotation lug on the stem. These witness marks indicate the superior portion of the liner was properly aligned. The liner was dimensionally inspected and found to be conforming where measured. No other complaints of any type have been reported for this lot of liners.

Event description:
It is reported that during surgery the liner would not seat all the way. Another liner was used to complete the surgery.